Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-25, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance which triggered a polarity switch. The cardiac resynchronization therapy pacemaker (crt-p) was also noted to have invalid data. The patient is being monitored monthly. The lead and device remain in use. No patient complications have been reported as a result of this event.